Manufacturer narrative:
(B)(4).  Physio-control further evaluated the device and verified the reported issue. In addition physio observed that the device was not able to remain powered on, and that the internal hybrid layer capacitor (hlc) batteries were depleted which prevented the device from remaining powered on. A review of the device download data revealed that the device had been powered on many times and, as a result, had accumulated over 9.7 hours of on-time; however, the cause of which could not be determined.   The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.